Event description:
Report received of an overdelivery of potassium. The pump was programmed to deliver an unspecified concentration of potassium in 100ml of d5w at a rate of 50ml/hr on the secondary line. It was reported that the potassium infused in 40 minutes instead of the intended 2 hours. The patient's physician was notified. No medical interventions were required. The patient did not experience any adverse effects. Though requested, no further information was available.